Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 632 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying early, a root cause for the reported event could not be determined. Per new information, the following were updated. D1 - brand name changed from omnipod insulin pump to omnipod insulin management system . D4 - model no changed from 14810 to 19191. D4 - lot no changed from blank to l45759. D4 - catalog no changed from zxy425 to zxp425. D4 - expiration date changed from blank to 11/9/2021. D4 - unique identifier (UDI) # changed from (B)(4). G5 - PMA/510(k) # changed from k192659 to k162296. H4 - device mfg date changed from blank to 5/9/2020.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle/cannula deployed early indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.